Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it was presumed that the cause of the reported issues was most likely attributable to the application of excessive force. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during an unspecified therapeutic procedure.

Manufacturer narrative:
The device was returned and evaluated. In addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: bent outer tube was received with outer tube protector, object window had dent's and fiber damage, there were debrie in eyepiece glass window and optical fiber had debrie, obstruction in optical system. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was reported that the rigid endoscope had a broken relay lens. The issue occurred during an unspecified procedure. There were no reports of patient harm.